Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). D4 UDI: (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, g4, g7, h2, h3, h4, h6, h10. Product evaluation: product review of the skin graft mesher (B)(6) by dover on 5 may 2020 revealed that the device could not be pre-tested due to a rough comb. Product repair: repair of the device was performed by dover on (B)(6) 2020 which included replacement of the following: comb, comb springs, gear, bushings the device, serial number (B)(6), was then tested and functioned properly. Review of the device history records identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. The event is not confirmed.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an investigation of the device is completed, a follow-up/final report will be submitted.

Event description:
It was reported during testing that the mesher jams and does not sit properly. There was no harm or delay. No adverse events were reported as a result of this malfunction.